Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical resection of rectal cancer, while disconnecting the distal rectum, the surgeon had a problem unloading the device and the connection between the staple and the gun is broken. The procedure was completed by suturing manually.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical resection of rectal cancer, while disconnecting the distal rectum, the surgeon had a problem unloading the device and the shaft is broken. The procedure was completed by suturing manually. The event occurred during the procedure but the product was not used for patient.